Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the guidewire dissected the patient. The dissection was noted upon an angiogram. No intervention was required and the patient was stable during and following the procedure.